Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins starting shocking him earlier yesterday morning (saturday, (B)(6)). Patient went to ER to assess. No falls or trauma reported. Caller indicated the shocking is located in patient's back, but uncertain if ins location or lead location. Caller did check with patient to see if ins is currently on or off and confirmed ins is off. But at that time lost connection with caller. We briefly discussed prior to losing connection possible reasons for shocking when stim is off. Attempted callback with no answer. No return calls were received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.